Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited high capture thresholds. Diagnostic imaging confirmed dislodgement. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.